Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: brush insertion was restricted from both the light-guide tube side and the scope-connector side. A root cause could not be identified. Based on the results of the investigation, it is likely the scope handle and insertion tube were not aligned causing difficulty during brushing cause due to brush insertion was restricted from both the light-guide tube side and the scope-connector side. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope handle and insertion tube were not aligned causing difficulty during brushing. The issue was found during reprocessing. There were no reports of patient involvement.